Event description:
It was reported that during incoming inspection, the battery's red led came on upon placing it in the charger. No adverse event reported.

Manufacturer narrative:
Zoll medical corporation has not yet rec'd the device. A supplemental report will be submitted when the device is received and evaluated.